Manufacturer narrative:
(B)(4). Upon follow up with the nurse, it was reported on the same day as the event onset, the patient was hospitalized for peritonitis and an unrelated medical condition. The event was manifested by cloudy effluent. On an unknown date in the same month as the event onset, the patient started treatment with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Twenty five days after the event onset, the patient¿s pd catheter was removed. On an unknown date in that same month, the patient was switched to hemodialysis. On an unknown date (also reported after three weeks), the patient left the hospital. At the time of this report, the patient remains on hemodialysis and the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date in the month following the onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. On unreported date(s); the patient was treated with unknown intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis. On an unreported date, the peritoneal dialysis catheter was scheduled to be removed. It was not reported if the patient was recovering or was recovered from the peritonitis event. No additional information is available.